Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tube has been found containing foreign matter. The following has been provided by the initial reporter: as photo.

Manufacturer narrative:
Investigation summary: mat: 367921. Lot: 0345797. Bd had not received samples, but photos were provided by your facility for investigation. The photos were evaluated and the indicated failure mode for tray pack residue with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tube has been found containing foreign matter. The following has been provided by the initial reporter: as photo